Event description:
It was reported that this right ventricular (rv) exhibited high out of range pacing impedance measurements. While reprograming the device on unipolar, the rv channel exhibited noise and oversensing which led to inappropriately recording a signal artifact monitoring (sam) episode, when reprograming to bipolar the rv channel exhibited the same issues as well as loss of capture, fracture of the lead is being suspected. It was decided to perform a whole system replacement which was successfully performed. This lead was surgically abandoned and is not expected to be returned for analysis. No further adverse patient effects were reported.